Event description:
The stent came off the balloon when it was going up and across the iliac bifurcation.

Manufacturer narrative:
Analysis of the device yielded a balloon catheter with crimp marks present on both the balloon and the shaft directly under the dilatation. The stent was no longer mounted to the balloon. An additional 8x38mm device on a 0.035" guide wire was inserted into the 7 french introducer and tracked along the entire length until it emerged. No migration of the stent was evident. This was repeated three times with the same results. Data recorded by quality control indicates that all specifications have been met. Without an understanding of the complications encountered during the procedure or any indication of tortuosity of the vessel, it is difficult to reproduce the exact scenario which occurred in the catheter lab and determine root cause.